Manufacturer narrative:
FDA antimicrobial effectiveness panel does not require the device to kill the organism. Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received and identifying lot number to guide our testing, we have been unable to determine the relationship.

Event description:
FDA forwarded a voluntary medwatch form from the mother a male patient who reportedly experienced an acanthamoeba infection and consequently a corneal scar following the use of complete moistureplus multi-purpose solution with his acuvue 2 contact lenses. The narrative stated "my son was a contact lens wearer who developed acanthamoeba eye infection. He had worn contact lenses for 4 years with no adverse reactions. In 2006, he developed eye infection. It took 6 physicians and sometimes daily doctor appointment to diagnose acanthamoeba keratitis. He required 9 months of treatment and has ascar on his cornea which restricts his vision. At the time of the infection, he was using complete contact lens solution made by amo and accuvue ii contacts." A lot number was not provided; product testing was not possible. Additional information was requested, but not received.